Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the supplies had been in use since (B)(6) 2017. The user changed all the supplies successfully on (B)(6) 2017. The user's blood glucose (bg) level was 480 mg/dl and the user addressed bg level with a bolus.